Event description:
It was reported the pt observed an error message on the pt programmer. In addition, the ipg will no longer communicate with the pt programmer or charging system and the pt is no longer feeling stimulation. A replacement pt programmer and charging system did not resolve the issue. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.